Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact on the customer's blood glucose level. Customer primed the tubing to address the issue.